Event description:
The caller was a rep who stated that her customer reported an unspecified size hi-lo evac with a cuff leak. The issue required the pt to be reintubated. The lot number for the tube is unk. The tube was in use for 45 minutes before reintubation was required. The clinical coordinator stated that there wasn't any indication that the intubation was difficult. The pt was reintubated with a size 7.5 regular ett, which may have been a non-evac hi-lo. Cuffs are usually pre-tested, however, the pt was first intubated at another facility.

Manufacturer narrative:
If the sample is returned, a failure investigation will be performed. No analysis or conclusions can be made without the device.